Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of noise leading to episodes of atrial fibrillation (af) and an untreated episode stored in the subcutaneous implantable cardioverter defibrillator (s-ICD). It was also noted that the shock impedance has increased but is likely attributed to an increase in the patient's bmi. Technical services (ts) reviewed the data and determined that the noise appears to be myopotential in nature and discussed troubleshooting options. Subsequently the sensing vector was reprogrammed. A few days later the patient received an inappropriate shock from the s-ICD due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. X-rays were taken and a secure connection was observed. It was further noted that the patient has gained 30 kg in the past six months and the electrode appeared to be set in fatty tissue. During in-office testing myopotential noise was able to be elicited but detected by the device. With manipulation of the device and electrode no noise was reproduced. Technical services (ts) was consulted to review the data and x-rays. Upon review ts confirmed the noise signal is consistent with changes in the impedance pathway of the sensing vector and discussed potential causes. Ts reviewed the x-ray and again confirmed appropriate lead insertion, however, did notice that it appeared the electrode appeared to not be deep on the fascia plane. This may contribute to the higher shock impedance measurement. Ts discussed troubleshooting and recommended a full replacement procedure. The field representative noted that at this time no intervention has been performed and the physicians are still considering it. To date the s-ICD and electrode remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. This report is being filed to remove impact code f13 that was inadvertently added to the complaint.

Event description:
It was reported that there was oversensing of noise leading to episodes of atrial fibrillation (af) and an untreated episode stored in the subcutaneous implantable cardioverter defibrillator (s-ICD). It was also noted that the shock impedance has increased but is likely attributed to an increase in the patient's bmi. Technical services (ts) reviewed the data and determined that the noise appears to be myopotential in nature and discussed troubleshooting options. Subsequently the sensing vector was reprogrammed. A few days later the patient received an inappropriate shock from the s-ICD due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. X-rays were taken and a secure connection was observed. It was further noted that the patient has gained 30 kg in the past six months and the electrode appeared to be set in fatty tissue. During in-office testing myopotential noise was able to be elicited but detected by the device. With manipulation of the device and electrode no noise was reproduced. Technical services (ts) was consulted to review the data and x-rays. Upon review ts confirmed the noise signal is consistent with changes in the impedance pathway of the sensing vector and discussed potential causes. Ts reviewed the x-ray and again confirmed appropriate lead insertion, however, did notice that it appeared the electrode appeared to not be deep on the fascia plane. This may contribute to the higher shock impedance measurement. Ts discussed troubleshooting and recommended a full replacement procedure. The field representative noted that at this time no intervention has been performed and the physicians are still considering it. To date the s-ICD and electrode remain in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of noise leading to episodes of atrial fibrillation (af) and an untreated episode stored in the subcutaneous implantable cardioverter defibrillator (s-ICD). It was also noted that the shock impedance has increased but is likely attributed to an increase in the patient's bmi. Technical services (ts) reviewed the data and determined that the noise appears to be myopotential in nature and discussed troubleshooting options. Subsequently the sensing vector was reprogrammed. A few days later the patient received an inappropriate shock from the s-ICD due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. X-rays were taken and a secure connection was observed. It was further noted that the patient has gained 30 kg in the past six months and the electrode appeared to be set in fatty tissue. During in-office testing myopotential noise was able to be elicited but detected by the device. With manipulation of the device and electrode no noise was reproduced. Technical services (ts) was consulted to review the data and x-rays. Upon review ts confirmed the noise signal is consistent with changes in the impedance pathway of the sensing vector and discussed potential causes. Ts reviewed the x-ray and again confirmed appropriate lead insertion, however, did notice that it appeared the electrode appeared to not be deep on the fascia plane. This may contribute to the higher shock impedance measurement. Ts discussed troubleshooting and recommended a full replacement procedure. The field representative noted that at this time no intervention has been performed and the physicians are still considering it. To date the s-ICD and electrode remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of noise leading to episodes of atrial fibrillation (af) and an untreated episode stored in the subcutaneous implantable cardioverter defibrillator (s-ICD). It was also noted that the shock impedance has increased but is likely attributed to an increase in the patient's bmi. Technical services (ts) reviewed the data and determined that the noise appears to be myopotential in nature and discussed troubleshooting options. Subsequently the sensing vector was reprogrammed. A few days later the patient received an inappropriate shock from the s-ICD due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. X-rays were taken and a secure connection was observed. It was further noted that the patient has gained 30 kg in the past six months and the electrode appeared to be set in fatty tissue. During in-office testing myopotential noise was able to be elicited but detected by the device. With manipulation of the device and electrode no noise was reproduced. Technical services (ts) was consulted to review the data and x-rays. Upon review ts confirmed the noise signal is consistent with changes in the impedance pathway of the sensing vector and discussed potential causes. Ts reviewed the x-ray and again confirmed appropriate lead insertion, however, did notice that it appeared the electrode appeared to not be deep on the fascia plane. This may contribute to the higher shock impedance measurement. Ts discussed troubleshooting and recommended a full replacement procedure. The field representative noted that at this time no intervention has been performed and the physicians are still considering it. To date the s-ICD and electrode remain in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that there was oversensing of noise leading to episodes of atrial fibrillation (af) and an untreated episode stored in the subcutaneous implantable cardioverter defibrillator (s-ICD). It was also noted that the shock impedance has increased but is likely attributed to an increase in the patient's bmi. Technical services (ts) reviewed the data and determined that the noise appears to be myopotential in nature and discussed troubleshooting options. Subsequently the sensing vector was reprogrammed. A few days later the patient received an inappropriate shock from the s-ICD due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. X-rays were taken and a secure connection was observed. It was further noted that the patient has gained 30 kg in the past six months and the electrode appeared to be set in fatty tissue. During in-office testing myopotential noise was able to be elicited but detected by the device. With manipulation of the device and electrode no noise was reproduced. Technical services (ts) was consulted to review the data and x-rays. Upon review ts confirmed the noise signal is consistent with changes in the impedance pathway of the sensing vector and discussed potential causes. Ts reviewed the x-ray and again confirmed appropriate lead insertion, however, did notice that it appeared the electrode appeared to not be deep on the fascia plane. This may contribute to the higher shock impedance measurement. Ts discussed troubleshooting and recommended a full replacement procedure. The field representative noted that at this time no intervention has been performed and the physicians are still considering it. To date the s-ICD and electrode remain in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. This report is being filed to remove impact code f13 that was inadvertently added to the complaint. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.